Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer wore the pump against their skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Blood glucose ranged from 100-400 mg/dl. Tandem technical support shipped the customer a case for the pump to prevent temperature changes. Reportedly, a new cartridge was loaded to address the event.